Event description:
I have had implants in (B)(6) 2009 and started severe food allergies in (B)(6) 2010. Since I have had 8 anaphylactic shock due to tomatoes, iceberg lettuce, products that I ate all my life. Moods swing, depression, I now believe it is related to my implants. I have been diagnosed with high tomato allergy causing anaphylactic shock. FDA safety report ID# (B)(4).